Event description:
After the implant procedure was completed, the patient developed a hematoma at the chest incision site. Physician brought the patient back into the or, evacuated the hematoma, achieved hemostasis with cautery, and closed the incision. This resolved the issue.